Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments states, "inspect the instrument case and instruments for damage upon receipt and after each use and cleaning. Incompletely cleaned instruments should be cleaned until visibly clean, repeating as necessary. Instruments in need of repair should be set aside for repair service or returned to biomet." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01662 / 01663).

Event description:
It was reported patient underwent antegrading im nailing procedure (B)(6) 2013. While inserting the nail, the jig/guide bolt instrument fractured off the nail. The nail was removed and another nail and jig/guide bolt was used to finish the procedure.